Event description:
The duett sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Following the deployment, the patient experienced loss of pedal pulses. Angiogram confirmed an occlusion. Treatment consisted of thrombolytic therapy and was successful. The event was resolved with no further complications and the patient was discharged.